Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds, drop in impedance measurements and dislodgement, which was confirmed through x-ray. Lead remains in service. No additional adverse patient effects were reported.